Manufacturer narrative:
The reported event of failure to sense was not confirmed. A complete lead was returned for analysis. Analysis was normal. No anomalies were noted.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for implant of the right atrial (ra) lead, loss of sensing was noted when the physician attempted to do mapping over before screwing the lead. But there is no proof of any malfunction associated with the lead. The physician used another lead which exhibited same results before connecting while it showed good signal after screwed in. The lead was implanted in the patient. The patient was stable.